Manufacturer narrative:
The events of capsular contracture baker grade unknown and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture and seroma-late.

Event description:
Patient reported right side seroma, capsular contracture baker grade unknown and rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Changed to: additional, changed, and/or corrected data: a.2., b.3., b.5., d.1., d.2., d.4., d.7., g.5., h.4., h.6.

Event description:
The device has explanted.